Manufacturer narrative:
Product analysis: the device was returned for analysis. A guidewire did not return with the device. Stretching was evident on the transition shaft up to the exchange joint. The proximal end of the distal shaft was bunched, and the core wire was kinked at this location. Blood was visible on the balloon. Dried contrast had crystallized and was visible in the inflation lumen. The distal end of the stent was deformed and had stretched over the distal marker band. Deformation was evident to the distal tip. Bunching was evident to the proximal pillow and the inner member underneath. The inner lumen could not be verified with a mandrel, most likely due to deformation in the guidewire lumen, and an in-house guidewire could not be loaded due to the condition of the returned device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one resolute onyx coronary drug eluting stent to treat a lesion. The device was inspected with issues noted. It was reported that the stent failed to cross the lesion. It was detailed that when attempting to deliver the stent, the area affected was unable to pass over wire, making the stent undeliverable. The stent was removed in-tact. The resolute onyx stent was replaced with another stent. The patient is alive with no injury.